Event description:
It was reported that a revision surgery was performed due to knee instability. During surgery it was discovered that the coupler at the femur side was broken off.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to knee instability. During surgery it was discovered that the coupler at the femur side was broken off. The affected legion offset coupler along with the stem, tibial baseplate, sleeve, bolt, insert, link and femoral component, used in treatment, were returned and evaluated. A lab analysis conducted during this investigation noted that femoral component and tibial baseplate still have bone cement adhered to them. The link assembly is still connected to the condyles of the femoral component. The offset coupler is fractured and a piece of it is still attached to the post of the femoral component. The proximal surface and edges of the tibial baseplate are worn with scratches. The insert has scratches on both the distal and proximal surfaces with the locking screw still attached. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Thus no medical assessment can be performed at this time. Possible causes could include but are not limited to overuse or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.